Manufacturer narrative:
The product was returned with the membrane completely unfolded and slightly twisted with blood on the exterior. A sheath was not returned. The extender tubing was returned attached to the extracorporeal tubing. A three-way stopcock was returned attached to the female luer hub. An underwater leak test of the balloon, catheter, y-fitting, extender tubing, and extracorporeal tubing was performed and no leaks were detected. The investigation confirms the reported problem. However, we were unable to determine how or when the balloon membrane became twisted. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period dec-2019 through nov-2021 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint # (B)(4).

Event description:
N/a

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
N/a.

Event description:
It was reported that once the intra-aortic balloon (iab) was inserted and began inflating, it was noted that the iab looked twisted when visualized under x-ray. The physician immediately asked for inflation to stop, removed the the iab, and successfully implanted a new one that functioned without further issue. The patient was later transferred to another facility for a subsequent coronary intervention. There was no patient harm or adverse event reported.

Manufacturer narrative:
Occupation: administrator / supervisor - team coordinator of cardiac services. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).